Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when stapling only 3 rows on one side of the knife blade of staplers actually deployed. The other 3 rows did not fire. Current pt status: ok, tissue damage or pt injury - no, did this cause more than 250cc of unanticipated blood loss (if so how much) - no, was the case delayed more than 30 minutes as a result of the problem - no. Hand sewed side of tissue stomach where staples did not deploy. No reinforcement material was used in conjunction with the stapling device. The surgeon had to excise more stomach tissue than originally anticipated. Since one side of the stapler did not fire, there was a hole in the stomach. The surgeon had to fire another egia blue, 60mm reload in order to close this hole.